Event description:
It was reported that bd synapsys¿ consistency check failed on database. The following information was provided by the initial reporter: consistency check failed on database when investigating a different case.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00548 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd synapsys¿ consistency check failed on database. The following information was provided by the initial reporter: consistency check failed on database when investigating a different case.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.